Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) university.

Event description:
It was reported that shaft break occurred. The 95% stenosed, 10mmx3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the delivery shaft of the balloon got fractured. The procedure was completed with a different device. No complications were reported, and the patient was stable.